Event description:
It was reported that 19 bd¿ sharps collectors experienced broken lids, and difficulty closing the lids. The following information was provided by the initial reporter: the technical team has indicated difficulties when closing the product, causing the lid to break and the need to replace it with a new lid.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 19 bd¿ sharps collectors experienced broken lids, and difficulty closing the lids. The following information was provided by the initial reporter: the technical team has indicated difficulties when closing the product, causing the lid to break and the need to replace it with a new lid.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2118507, medical device expiration date: na, device manufacture date: 2022-04-28, medical device lot#: 2236098, medical device expiration date: na, device manufacture date: 2022-08-24, medical device lot#: 2118503, medical device expiration date: na, . Device manufacture date: 2022-04-28. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.